Event description:
Event description guidant received information that, during an attempted implant procedure, the physician encountered difficulty with retracting the helix mechanism of this right ventricular (rv) defibrillation lead. It was reported that, when the physician attempted to retract the helix mechanism while repositioning the lead, a cardiac tamponade occurred. The lead was thus not used for this implant procedure.